Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2013 and dtba1d4 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from their left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.